Event description:
The reporter stated the surgeon inserted and removed a cc2404bf collamer single piece lens because the surgeon decided to use a different lens. There was no patient injury and no allegation of product malfunction.

Manufacturer narrative:
No lens malfunction - evaluation results - other: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.